Event description:
When the surgeon was screwing the set screw into the nail, he felt hardness while screwing the set screw. And finally the set screw was stopped half point, so he confirmed that the lag screw rotated completely. The surgeon removed all implants and re-implanted another new g3nail system.

Manufacturer narrative:
Additional info has been requested and if received will be reported on a supplemental report.